Event description:
Patient was undergoing thyroid surgery. Physician wanted to utilize the nim monitor which requires a special intubation tube. Anesthesiologist intubated patient and was not able to ventilate. There were no sounds of air exchanges while he listened with the stethoscope. The anesthesiologist pulled out the tube and physically examined it. He then tried to reintubate the patient, and the result was the same. The tube was removed and a regular intubation tube was placed. The patient was ventilated without any problem.====================== manufacturer response for nim contact emg endotracheal tube, medtronice xomed======================manufacturer provided tracking number for return evaluation.